Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was later reported that the rv lead was expl anted and replaced prophylactically. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 42 cm. A distal portion was received measuring 42 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.